Manufacturer narrative:
Additional information: d9, h3 plant investigation: the complaint device was returned to the manufacturer for physical evaluation. The corporate provided blood port and adapter caps were attached to the dialyzer. Blood was present throughout the dialyzer. During gross visual examination, a delamination was observed on the non-cavity ID end of the dialyzer extending from approximately 315° to 5° with the dialysate ports situated at 0°. Further examination of the complaint device did not identify any other damage or irregularities. The sample was not subjected to a laboratory leak test as a delamination is known to affect the integrity of the dialyzer and cause a leak. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was then conducted by the manufacturer. There was one approved temporary deviation notice (dn) reported on the lot which was unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. The investigation into the complaint was able to confirm the reported event.

Event description:
A user facility biomedical technician (biomed) reported that a dialyzer blood leak occurred at the initiation of a patient¿s hemodialysis (hd) treatment. Additional information was obtained through follow-up with a registered nurse (rn) familiar with the event. The blood leak was reported to be internal and visually observed. The rn stated the leak occurred immediately at the start of treatment. The machine, a fresenius 2008t, did not alarm. The rn said the machine did not alarm because the leak was caught before blood reached the blood leak detector. It was reported that blood had barely hit the dialyzer when the leak was identified. No visible damage was observed on the dialyzer. After the leak was identified, the treatment was paused. The patient¿s blood was not returned; estimated blood loss (ebl) was less than 100 ml. The rn confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed their treatment after being re-setup with new supplies on a different machine. The dialyzer was reportedly available to be returned for manufacturer evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (biomed) reported that a dialyzer blood leak occurred at the initiation of a patient¿s hemodialysis (hd) treatment. Additional information was obtained through follow-up with a registered nurse (rn) familiar with the event. The blood leak was reported to be internal and visually observed. The rn stated the leak occurred immediately at the start of treatment. The machine, a fresenius 2008t, did not alarm. The rn said the machine did not alarm because the leak was caught before blood reached the blood leak detector. It was reported that blood had barely hit the dialyzer when the leak was identified. No visible damage was observed on the dialyzer. After the leak was identified, the treatment was paused. The patient¿s blood was not returned; estimated blood loss (ebl) was less than 100 ml. The rn confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed their treatment after being re-setup with new supplies on a different machine. The dialyzer was reportedly available to be returned for manufacturer evaluation.